Event description:
Healthcare professional later reported "the pain and hardening is due to capsular contracture, baker grade iii".

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability and chest pain.

Event description:
Healthcare professional reported "chest pain and hardening¿. This record is for the right side. Device explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: chest pain: unable to observe as it is not related to the manufacturing process. Visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "chest pain and hardening¿. This record is for the right side. Device explanted and replaced.